Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter. At 11:46 the result from a blood gas analyzer was 5.4 mmol/l. At 12:55 the result from the meter was 0.7 mmol/l. At 13:31 the result from a blood gas analyzer was 11.3 mmol/l. At 14:53 the result from the meter was 0.6 mmol/l. At 14:57 the result from a blood gas analyzer was 9.6 mmol/l.

Manufacturer narrative:
The meter serial number was (B)(6). On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.